Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the up arrow and contrast buttons required additional increased force to respond. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly. Additionally, evaluation revealed that the audio bolus button was unresponsive. The internal plug was found to be misaligned.